Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the ins was heating in the pocket. The rep noted the heating was occurring during recharge. There was pain at the ins site. The patient called rep today to explain that for the past 2 months, he has experienced heating sensation around the ins pocket and battery when charging and using his neurostimulator. He reports that his charging takes around 2 hours because the temperature becomes unbearable after 30 minutes of charging at a time. He is scheduled to meet with rep on 5/9/25 to interrogate the battery and troubleshoot. His managing physician has been made aware of the situation. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that it feels like the implant battery is getting hot since last night. Patient confirmed the recharger paddle is not getting hot. Pt stated they have not seen their health care provider since implant. Pt stated they see their 'main provider' through the va. The patient was redirected to their healthcare provider to further address ins sensation issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative stated the patient had a 4 contact lead since 2002 and an 8 contact lead since 2010. There were impedances on the leads and the patient had pocket pain at the implant site. The patient requested a full revision of the system to give him full MRI capability and a fully functional system.